Event description:
Per the field clinical specialist, during a transcatheter aortic valve replacement procedure using a 23 mm sapien 3 ultra resilia valve implanted inside a pre-existing edwards surgical valve, the balloon ruptured during valve deployment. A non-edwards balloon was subsequently used successfully to fracture the surgical valve. The balloon was then pulled back into the sheath; however, it was observed that the end of the sheath was crinkled following withdrawal of the balloon. After removal of the delivery system, a perforation of the external iliac artery was observed. A covered stent was successfully placed to control bleeding at the site. At the end of the procedure, the patient was reported to be stable. Review of imaging demonstrated that the balloon burst both radially and longitudinally, with bunching noted at the distal end. No balloon fragments were observed to be missing. Per medical record review, the patient presented following a recent hospitalization with heart failure and shortness of breath and subsequently underwent a valve in valve procedure. The valve-in-valve procedure was complicated by delivery system balloon rupture, possibly due to a calcium nodule at the sinotubular junction. After multiple attempts, the operator was able to remove the delivery system balloon through the esheath. Post-dilation was performed using a non-edwards balloon, and the sheath and delivery system were removed. A perclose suture was attempted and was unsuccessful. A right femoral aortogram demonstrated a laceration of the right external iliac artery, reported as likely due to traumatic injury from the sheath and ruptured balloon. The patient underwent balloon tamponade using a 6 x 40 mm non edwards balloon, followed by placement of an 8mm x 50mm a non-edwards stent in the right external iliac artery. Imagery evaluation found sheath distal tip appears to be split and folded inward.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Review of the provided 3mensio imaging demonstrated calcification within the patient's access vessels, including near the femoral bifurcation. Vessel tortuosity was also observed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a split in the distal tip was confirmed per evaluation of the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve inside of a pre-existing edwards surgical valve, the balloon ruptured during valve deployment. Follow-up from the fcs indicated that the distal end of the sheath was crinkled during withdrawal of the balloon into the sheath". Imaging evaluation identified a split at the sheath distal tip. Damage to the sheath distal tip was observed during system removal. Retrieving a system with an altered balloon profile, such as the burst balloon, could cause it to catch on the tip, leading to the observed sheath distal tip split. Additionally, review of the provided 3mensio imaging demonstrated calcification within the patient's access vessels and at the aortic bifurcation. Vessel tortuosity was also observed in the access vessels. Calcification and tortuosity can subject the sheath to suboptimal angles during insertion, advancement, and/or withdrawal that can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the observed split tip. In addition, sharp nodules of calcification can damage the sheath tip or shaft through direct contact. In this case, available information suggests that procedural factors (withdrawal of altered balloon profile) and/or patient factors (calcification, tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.